Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Intra-operatively, some head wear was noticed. A 44 +0 head and 44e 0° poly liner were revised. Rep confirmed that the explants are allegedly available for return, and that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Intra-operatively, some head wear was noticed. A 44 +0 head and 44e 0° poly liner were revised. Rep confirmed that the explants are allegedly available for return, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding wear involving a lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: the device was returned for evaluation. Damage/wear is visible on the device. Damage consistent with the loss of taper lock was observed on the head of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion:  the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before 04 march, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.